Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the medium-large clip applier instrument (part# 478053-04/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 16 uses remaining after this last usage. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the clipping function of the medium-large clip applier instrument was not working. The clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was found to have clipping function not working. There was no report of fragment falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During clip application, the customer found it difficult to use the medium-large clip applier instrument to apply the medium-large clip. The instrument was in use for vessel ligation and the vessel was less than 10 mm in diameter. The customer alleged that clip application was not successful. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. A backup instrument of same kind was used to continue the procedure. The customer confirmed that no fragment fell inside of the patient and there was no patient injury/harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "clipping unavailable". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The clip test was performed twice and passed both times. No damage found. The instrument was fully functional. A review of the logs showed the site performed this cholecystectomy surgical procedure on 20-may-2022 on system serial# (B)(6).